Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified device is seen intact. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional initially reported exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported a right side rupture. The device has been explanted.